Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose level was 452 mg/dl. Customer also stated that when he checked the blood glucose it was 352 mg/dl and the another blood glucose was 164 mg/dl. Customer was treated with the insulin pump. Customer declined the troubleshooting for the high blood glucose. The device will not be returned for analysis.